Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clips were scissoring. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. H2: additional information received: sales rep reported during a conference call the er420 device was used to clip bleeding staple lines. Engineering team advised that the IFU (instructions for use ) includes warnings and precautions statement to not fire device over another clip or instrument that can damage or yield the device jaws, resulting in malformed clips.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2021. Rep reported the clipping along staple line is routine practice for surgeons at this account and no quality issue is being reported by surgeons regarding the stapler. The only quality issue being reported was for the er420 device clip scissoring.